Event description:
It was reported that a rx acculink was deployed in the heavily calcified left internal carotid artery. After deployment the patient had hypotension that was treated with intravenous neosynephrine. During filter retrieval, the emboshield nav6 recovery catheter (rc) was unable to navigate the tortuous curve in the common carotid artery prior to it reaching the rx acculink. The rc was removed from the anatomy and the tip of it was manually bent to navigate through the tortuosity, but the rc tip was too soft from being in the vessel to hold the bent shape. The physician did not consider this to be a device deficiency. A second recovery catheter tip was manually bent to navigate the tortuous anatomy in the common carotid artery and had enough stiffness to maintain the bent shape to successfully remove the emboshield nav6 filter without further incident. This device issue did not result in an adverse patient effect. The hypotension resolved the following day and the patient was discharged home. There was no adverse patient sequela. There was no additional information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.